Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that the operating table were unable to be used during a surgical procedure. No operation was possible from the remote control and the column keypad. The tabletop was removed from the column manually with 6 persons. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The jupiter operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. An investigation by baxter medical identified that the lifting motor cable has been in use since 2003. The cable contains the communication line and is used to supply power to the motor. Baxter technician noted that the cable was properly laid and showed no external abnormalities and/or damage. Therefore, and based on all the data viewed, the failure of the lifting function of the table was determined to due to age-related wear of this cable. Although, no injury occurred and the procedure was completed successfully, as reported by the customer, if the report of table loosing operation from the remote control and the column keypad were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable to the FDA.

Event description:
The customer reported that the operating table were unable to be used during a surgical procedure. No operation was possible from the remote control and the column keypad. The tabletop was removed from the column manually with 6 persons. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).